Manufacturer narrative:
Follow-up #1 date of submission 02/17/2016 device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2016 with the following findings: a review of the black box data and alarm history showed dates from (B)(6) 2015. A time and date default was observed on 11/02/2015; however due to the time/date resetting, the time the pump was without power could not be determined. The pump was able to power on during testing and was exercised for 24 hours. The pump¿s battery was then removed for 6 hours. The time and date reset to 12:00 am (B)(6) 2007. The pump cover was removed and the internal clock battery was found to be leaking. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It could not be confirmed if this occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.